Event description:
It was reported that a patient had surgical revision of their inflatable penile prosthesis (ipp) due to inflation issue. It was replaced with a new ipp. No further complications reported. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had surgical revision of their inflatable penile prosthesis (ipp) due to inflation issue. The ipp was removed and replaced with a new one. No further complications were reported in relation to this event.